Event description:
It was reported that a guidewire fractured and the procedure was cancelled. A rotapro 1.75mm was being used for treatment. During preparation for the procedure, the physician noted that the advancer knob was unable to be moved. They attempted to screw and unscrew the knob multiple times, but the advancer knob was still unable to be moved. Upon inspection the physician also noted that there was a white cable that was blocking the path of the advancer knob. The device was replaced with another rotapro, however there were difficulties in loading the burr on to the rotawire. The rotawire was thought to be broken within the advancer of the second rotapro. Due to the issues with these three devices, the procedure was unable to be completed at that time. The sedation status of the patient is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by toggling/moving the advancer knob back and forth. When toggled, there was no resistance and the advancer knob moved smoothly. The white cable identified within the reported events did not impact the ability of the advancer knob to move back and forth during testing. Product analysis did not confirm the reported event, as the advancer knob was able to be toggled with no resistance.

Event description:
It was reported that a guidewire fractured and the procedure was cancelled. A rotapro 1.75mm was being used for treatment. During preparation for the procedure, the physician noted that the advancer knob was unable to be moved. They attempted to screw and unscrew the knob multiple times, but the advancer knob was still unable to be moved. Upon inspection the physician also noted that there was a white cable that was blocking the path of the advancer knob. The device was replaced with another rotapro, however there were difficulties in loading the burr on to the rotawire. The rotawire was thought to be broken within the advancer of the second rotapro. Due to the issues with these three devices, the procedure was unable to be completed at that time. The sedation status of the patient is unknown.